Manufacturer narrative:
The pump passed displacement test. Low battery alarm was noted on long history file. The pump was returned for power error. Detailed trace analysis confirmed low battery alarmed and then power error alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with low battery alarm and pump error. No further information provided.